Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient had fallen and now was feeling shocking from the implantable neurostimulator (ins). The patient was instructed to turn off the device. The patient information and ins indication for use was unclear at the time of the report.